Manufacturer narrative:
A ge service representative performed an over the phone investigation. The representative had the customer reboot the system after having the ups shut down. The system operated as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system locked up when attempting to view the transfer a pt scan. No pt injury was reported.